Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. The customer was not able to verify if the on screen instructions were being followed. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer was able to resolve the issue each time by loading a different cartridge.